Event description:
It was reported that the user experienced a low blood glucose event with an initial reading of 67 mg/dl after consuming a fruit smoothie without announcing it, and the reading increased to 81 mg/dl during the call. Oral glucose was used. Investigation of this case revealed no device malfunction and user not announcing carbohydrate intake as a likely contributor. No clinical symptoms associated with hypoglycemia was reported. Outcomes included no reported injury. It was concluded that the device functioned as designed and the event was attributable to use-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.